Manufacturer narrative:
Corrected MFR report number. Submitted the MDR 2016493-2025-00063 on jan 09 2025, because we already attempted to submit the same MDR 2016493-2025-00063 on jan 02 2025, for which ack1(938799653.7.1735821428526@hcl01-l-cjwt6d3.bdx.com) was successful but ack3 (ci1735821431243.18623884@fdsahl88ceb438_te1) failed due to duplicate MFR report number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by software failures. A technical support specialist troubleshooted that update agent was missing and resolved the issue by installing rss 4.12, updated depedancies.xml and rebooted. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, turned off and stuck in carefusion bluescreen. The customer stated that the malfunction occurred when user trying to issue medication to the patient, caused a delay in patient care as meds had to be accessed elsewhere but no harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system showed bluescreen. A technical support specialist found that the problem was due to the software failure. Installed rss 4.12 version, updated xml depedancy and rebooted to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported when using the bd pyxis medstation system, turned off and stuck in carefusion bluescreen. The customer stated that the malfunction occurred when user trying to issue medication to the patient, caused a delay in patient care as meds had to be accessed elsewhere but no harm reported. There were no adverse events or injuries reported based on this event.